Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2009 and mesh was used. The patient experienced a recurrent hernia and underwent another surgery on (B)(6) 2012. During the procedure, the surgeon could see that the mesh had failed, it was torn inferiorly. Additional information was requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.